Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that using the patient programmer, it was confirmed the stimulation was on however data reading was unable to be performed using the physician programmer. From the shape of the ins in the anterior chest, turning backward was unlikely. Following replacement of the physician programmer in the hospital, operation was attempted but data reading was unable to be performed and the indication of "retry" was displayed. No patient symptoms or further complications were reported as a result of this event. Additional information received from a rep indicated there was no problem at all and communication was able to be performed. The reason for the original issue was unknown. Refer to manufacturer report #3007566237-2019-00028 for details pertaining to the related reportable event.